Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pid") in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included vaginal bleeding, menorrhagia, dysmenorrhea and lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdominal pain, pid, she did not undergo essure confirmation test. Outcome of event pain was updated to recovering/ resolving. Treatment drug, concomitant diseases, historical drug were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('pain') and pelvic inflammatory disease ('pid') in a 23-year-old female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included vaginal bleeding, menorrhagia, dysmenorrhea and lower abdominal pain. In 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), amenorrhoea ("amenorrhea"), dysgeusia ("metallic taste in mouth"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine infection ("uterine infection"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, uterine infection, depression, anxiety, migraine, headache, tooth disorder, feeling abnormal, allergy to metals, dyspareunia, weight increased, weight decreased, alopecia and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet was received: lawyer added; new events amenorrhea, metallic taste in mouth, uti, yeast infection, apareunia (inability to have sexual intercourse), uterine infection, depression, anxiety, migraines / headaches, dental problems, brain fog, nickel allergy, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), weight gain, weight loss, hair loss and vaginal pain added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pid") in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included vaginal bleeding, menorrhagia, dysmenorrhea and lower abdominal pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.